Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump for an unspecified duration of time. Additionally, it was reported that the pump touch screen was intermittently unresponsive, "registering touches in wrong location", and that the wake button was intermittently unresponsive. As well, as that the pump battery was depleting quickly. There was no reported adverse effect to the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.